Event description:
A site representative, biomed, reported a navigation system articulating arm that would not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the starburst end of the arm was locked up. The reported event was confirmed. The device was replaced to resolve the issue. The issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect articulating arm not returned to manufacturer for analysis.